Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a dwell cycle. The patient explained that a supply bag fell and disconnected. Gts had the patient cycle power, and advised them to disconnect and either restart the setup with all new supplies or finish therapy manually. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2 was not confirmed due to a lack of sample. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).